Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: examination of the returned complaint device revealed that only the catheter was returned with a guidewire inserted in the device. The burr was detached from the catheter and remained on the guidewire. Microscopic examination of the burr revealed that the burr was moving freely on the guidewire. A section of residual coil was notable in the distal burr. No issue was noted with the burr. Microscopic examination of the coil revealed that the distal was stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy intervention procedure, a detachment issue occurred. The 90% stenotic lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. The physician advanced a 1.25mm rotalink burr to the lesion and during ablation the burr got stuck in the lesion. When the physician pulled back to retrieve the burr, the tip of the burr broke off the catheter and stayed on the wire. The entire system was removed as one unit from the patient. The procedure was completed with an unspecified sized quantum apex balloon. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a rotational atherectomy intervention procedure, a detachment issue occurred. The 90% stenotic lesion was located in the severely tortuous and severely calcified proximal left circumflex artery. The physician advanced a 1.25mm rotalink burr to the lesion and during ablation the burr got stuck in the lesion. When the physician pulled back to retrieve the burr, the tip of the burr broke off the catheter and stayed on the wire. The entire system was removed as one unit from the patient. The procedure was completed with an unspecified sized quantum apex balloon. No patient complications were reported and the patient's status is ok.